Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure in the right coronary artery, the pt suffered a myocardial infarction. Additional info has been requested.